Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to impact of a major mechanical force (a blow or a fall). Based on the nature of the damage, it is assumed that this is thermo-mechanically induced damage. It is unclear, whether the insulation insert had previous damage or wear and tear through reprocessing (cds) or from the last procedure. Olympus will continue to monitor field performance for this device.

Event description:
The inner sheath, for 26 fr. Outer sheath was returned as part of the asset return process. During routine inspection of the device by olympus, a broken tip was found. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process, a broken tip was found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.